Event description:
During a scheduled ptca in the cath lab, the merit medical 4-port manifold transducer malfunctioned, giving falsely low aortic pressure readings that were treated with medication unnecessarily. When the transducer was initially zeroed, it appeared to zero properly. The initial ao readings were 70's - 80's systolic and the noninvasive bp read 110's-100's systolic. The patient was asymptomatic. The arterial waveform appeared normal with no dampening. The cardiologist ordered levophed and atropine boluses. Initially atropine was given for suspicion of a vaso-vagal response. A total of 2 mg of IV atropine was given and a total of 11 doses of 2ml of IV levophed - 8mcg per ml- were given. A 0.9 ns fluid bolus was given was well. A stat hgb and hct levels were drawn. A left heart cath was performed, not planned, because suspicion of cardiac complications. The cath result was unchanged from previous. A levophed IV drip was initiated at 7.5 mcg per min. After no changes in the ao pressure and troubleshooting possible causes, it was decided to switch to a different manifold transducer with a different lot #. The ao pressure was now reading 130/66 and the nbp was now comparable at 141/85. The cardiologist concluded it must have been a faulty transducer. Later in the day, we had the same situation with the same lot #, although in that case, no treatment was given to the patient. This was reported to the FDA as well. Diagnosis or reason for use: stent procedure in the cath lab.